Manufacturer narrative:
(B)(4). Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards lifesciences is unable to confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 27mm mitral bioprosthetic heart valve was explanted at implant due to suture looping. After securing the sutures, it was noted two (2) struts were looped with the annular stitches. This was removed and it was observed that the annulus had somewhat macerated tissues from the suture lines. A 25mm pericardial bioprosthesis was used in replacement and post-operative echo revealed the valve was seated properly without rocking motion, no evidence of perivalvular leak, and freely moving leaflets. Upon removal from bypass, the patient's hemodynamics were marginal and the heart appeared sluggish. An intra-aortic balloon pump was placed with salutary improvement in wall motion and hemodynamic sparing.